Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. On 15-may-2018 arjo representative was informed about the event with the involvement of a maxi move passive lift at the (B)(6), USA. Following the information reported by the customer, while the patient was transferred from one room to another, the lift almost tipped over. When the caregivers were trying to turn the lift, the device lost its stability and started to tip on one side. The caregiver stepped on the device chassis leg to avoid tipping over. The facility confirmed that the chassis legs were not opened at the time when the event occurred. After the issue, the lift was tested by arjo service technician. The functional test showed that device was working according to manufacturer specification, no malfunction was detected. Moreover, arjo service technician advised the clinical nurse to open chassis legs on the lift to achieve a more stable weight distribution during patient rotation. Also he informed that the instruction for use contains information about proper device handling. An investigation was carried out into this complaint. Based on previous investigations, the following factors are considered to be the possible causes of lift tipping: a) applying the chassis brakes while attempting to move the device, b) using other than maneuvering handle parts of the device to move it, for example, the mast, the jib, the spreader bar or the patient, c) pushing the device directly on the obstructions on the floor, d) pushing or pulling the device sideway instead of the front direction, e) malfunctions of the lift or the sling. The maxi move operating and product care instructions (krx21030.gb) warn and inform the user: "using the adjustable width chassis, it is possible to make adjustments to chassis leg widths to assist maneuverability around obstructions, for example, bed legs." The information provided by facility confirmed that device almost tipped over when the caregivers started to rotate the device and the chassis legs were not open. The patient weight was not well distributed. This situation might have disrupted stability of the lift and, as a consequence caused the device tipping. When reviewing similar reportable events, we have found a number of cases with similar fault description, when the lift tilted or tipped over. Looking at the incident scenario it has been established that maxi move passive floor lift was being used for patient handling at the time of the event and in that way contributed to the reportable event - device almost tipped over. No technical malfunction of the device was detected that could have caused or contributed to tipping and from that perspective, the floor lit device was up to its technical specification at the time of the incident. Nevertheless, the device was reported to tip on one side and in this regard, the floor lift did not meet its performance specification. No adverse event occurred.

Event description:
On 15-may-2018 arjo representative was informed about the event with the involvement of a maxi move passive lift at the (B)(6). Following the information reported by the customer, while the patient was transferred from one room to another, the lift almost tipped over. When the caregivers were trying to turn the lift, the device lost its stability and started to tip on one side. The caregiver stepped on the device chassis leg to avoid tipping over. The facility confirmed that the chassis legs were not opened at the time when the event occurred. After the issue, the lift was tested by arjo service technician. The functional test showed that device was working according to manufacturer specification, no malfunction was detected.